Event description:
Dealer states end user reports smoke coming out from under the joystick, he is on his way to investigate the issue. Dealer called back went to the house and found that the cable was pinched and appears to have caused the spark. But no damage to the chair. Picture to follow.